Event description:
It was reported the stimulator system was explanted due to lack of therapy benefit. It was noted the device malfunctioned and had failed. No further details were reported.

Manufacturer narrative:
Lead model 435135 serial # (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, lead model 435135 serial #(B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012. Final analysis of the stimulator revealed no significant anomalies. The stimulator was functionally okay, but had some insignificant anomalies. Final analysis of both leads revealed no significant anomalies. The lead was cut through though and the product was segmented.